Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the patient's refill appointment, the patient loss consciousness when leaving the facility. The patient was taken to the hospital and given a round of narcan. It was reported that the nurse did not use a flowonix refill kit nor does she use the refill template. The patient is now stable.